Manufacturer narrative:
Gfe indicates the lead will be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements of greater than 125 ohms. It was noted that the patient received a shock in which shock impedance measurements decreased, then a gradual increase happened. The shock impedance measurements had fluctuated in and out of normal range over the last year. Boston scientific technical services (ts) discussed possible reasons for the out of range impedance measurements. Subsequently, the lead was explanted and the patient received a device upgrade during the procedure. No additional adverse patient effects were reported.